Event description:
It was reported that the left ventricular lead exhibited loss of sensing and loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patients condition was good before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.